Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. A cartridge lot number search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order and lot number searches and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens, but the lens became hung up on the foam tip plunger as the lens was being ejected. This was prior to insertion and there was no patient contact. The reporter stated it was unknown if the lens was damaged.